Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 299 mg/dl. Customer continued using the pump for insulin therapy.